Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a shocking impedance measurement of less than 20 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Additional information indicates that the patient remote interrogation was reviewed by the clinic's nurse and it was decided that the patient would be evaluated at their next scheduled clinic visit.